Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "free silicone in breast capsule and chest wall", "breast pain", and "rippling".

Event description:
Patient reported right side "rupture", "free silicone in breast capsule and chest wall", "breast pain", and "rippling." Patient additionally reported "breathing issues", "tightness in chest", "breast implant illness", "autoimmune disorder", "always in bed", and "weight loss"; these events are not device related. Device has been explanted.